Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient stated they had met with their hcp regarding the stimulation issue. Who changed program 5 from 1.5 to 1.4 and their issue resolved. The cause for feeling the stimulation pulsing in their foot was determined to be due to the intensity setting on the device which was resolved by lowering the setting by 0.1 v. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s blood pressure had been higher and wondered if this was due to the implanted device. They also mentioned that, at night when there are resting, they can feel the stimulation sensation pulsing in their foot and wondered if this was usual. It was confirmed that it was not uncomfortable but just wanted to know if it was normal. Stimulation expectations were reviewed with the patient. There were no further complications reported or anticipated.